Manufacturer narrative:
The investigation was completed. The pump and purge cassette were returned for investigation. No physical damage was observed on the returned product. The cassette was primed without any issues. From the returned log, it was confirmed that the pump case start was initially initiated on ic5543. Case start activities were confirmed from the log, which showed that the pump was primed successfully and that case steps were completed in a specified manner. The pump was was not inserted into patient body. Several unsuccessful attempts reported to repeat the case start. According to the clinical report, the automated impella controller setup wizard skipped the purge prime step. The root cause of the priming issue was determined to be no problem found based on data logs and returned product.

Event description:
The complainant reported that the prime screen and start screen were skipped when the pump was connected during setup. There was no harm to the patient and support was able to continue as planned with the noted pump. Upon evaluation of the device, no noted issues were confirmed. However, the potential severity of the event was escalated.